Event description:
Health professional reported after injection in the nasolabial folds of juvederm ultra, the patient experienced "difficulty to breath" and went to the emergency room. Patient was treated with an treatment not provided in initial report for an "allergy."

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012.